Event description:
It was reported that the pt's neurostimulators would turn off sporadically since being replaced in 2008. Further info was requested. See MFR report# 3004209178-2010-05060.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were tested and found to have failed for control solution high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The physician reported that the intraocular lens haptic appeared fatigued or fractured on release from the insertion system into the patient's capsular bag. The incision was enlarged and the damaged lens exchanged for a 2nd lens. The incision was closed with 4 sutures.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an inaccurately high result compared to how the patient felt. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 6:44 am on (B) (6) 2010 when the patient reportedly tested her blood glucose on the subject meter and obtained a result of '254 mg/dl.' The cca documented that the patient manages her diabetes with insulin (self-adjuster). At 6:45 am, the patient claimed that she took 6 units of novolog insulin based on the subject meter reading. At 7:00 am, the patient claimed that she became 'shaky, dizzy, and nauseated.' The patient reported that she treated herself by drinking a soft drink to raise her blood glucose at 7:30 am. The patient denied using any other meter to test his blood glucose. During the troubleshooting session, the cca documented that the patient was unable to perform a quality control test on the subject meter because the patient did not have a control solution available at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she obtained an inaccurate high reading on the subject meter, administered her insulin dosage based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began